Manufacturer narrative:
Patient information not available for reporting. This report is for unk pfna blade partial part #04.027.0xx/unknown lot number. UDI: (01) unkown( 10) unknown, without a valid part and lot number, the UDI is unavailable. Original implant or explant date is unknown. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Patient code used for: the complaint indicated that this device backed out requiring additional surgical intervention. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the surgeon had an event where the proximal femoral nail antirotate blade (pfna) backed partially out post-operatively. A revision surgery was performed. No information available concerning the patient condition and outcome. This complaint involves 1 part. Concomitant reported part: 1x nail (part and lot number unknown) this report is 1 of 1 for (B)(4).